Event description:
Additional information received reported that the manufacturer representative met with the patient for a device reprogramming. The manufacturer representative was able to get the pain area covered and the patient was able to put direct pressure over the painful area ¿without much pain at all.¿ three new programs were made with positive results. The patient was instructed to call the manufacturer representative with any questions.

Event description:
It was later reported the device was moved to the left abdomen. As far as the representative knew the patient was doing well. Follow up reported the patient was doing fine and receiving effective therapy.

Event description:
Follow up information received reported that the patient still had pain and tenderness at the initial ins pocket site. It was noted that there was swelling or drainage and was not warm or red. The patient was going to make a follow up appointment with their physician to rule out any degenerative changes. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported that the patient was doing ¿very well¿ with the new location of the ipg being in the left abdomen. It was noted that the patient continued to complain of pain at the old left flank pocket site. It was noted that a reprogramming appointment was set up to address the pain at the previous pocket site. It was also reported that the device was revised from the left flank to the left abdomen during the week of (B)(6) 2012. The healthcare provider (hcp) called the patient the day of report to follow up. It was stated that there were no problems with the new device pocket. However, the patient still experienced pain at the old pocket site. An appointment was scheduled for the week of (B)(6) 2013 to see if ¿pushing stimulation¿ to the painful area offered any relief.

Manufacturer narrative:
Product ID, 39565-65 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and tenderness at their implantable pulse generator (ipg) pocket site. The patient reported a burning sensation along with the pain. The pain is unchanged whether the device is on or off. The device was reprogramed to cover the pocket site, and partial stimulation of that area was achieved. The patient has not experienced any change in sensation around the pocket. The patient's status was no injury/no adverse event, and the patient is scheduled for pocket revision on 2012 (B)(6).